Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient continued therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The reported event was an unknown alarm; however, a system error 2240 was identified during a review of the event history log. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. An internal and external visual inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. A short simulated therapy was successfully performed. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.